Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. Multiple boluses programmed during the analysis delivered and recorded properly. No bolus anomaly noted.

Event description:
The customer reported that the insulin pump gave a bolus of 10.0 units while he was sleeping and his blood glucose dropped to 41mg/dl. The customer treated with glucose tablets and orange juice. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. After going through the reports, it was found that the customer received a 10.0 units bolus with wizard, and there was no carbs and no blood glucose entered, but it gave him a 10.0 units. Advised the customer that the device would be replaced. No further information was provided.